Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that noise occurred, due to damaged imaging unit and scraped electrical contacts in the video connector and no image was displayed which is also a reportable malfunction. During inspection and testing, the reported issue (one side of the 3d image not displayed) was not confirmed or duplicated. In addition, service found the adhesive on the bending section cover was chipped and the bending angle was out of specification due to wear of the angulation wire. Scratches were observed on the bending section cover, the video connector, the control section, the grip, the switch button #1, the universal cord, the light guide connector, the light guide cover glass surface, and the video connector case due to external factors. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was not displaying one side of the 3d (three dimensional) image. There was no report of patient or user injury due to the event. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. A review of the device history record (DHR), found no deviations that could have caused or contributed to the reported issue. The likely cause of the 3d images not displayed (images are lost including 2d images) occurrence is a defect of image sensor unit. The likely cause of the generation of noise and no image display occurrence is a defect of image sensor unit or failure of internal board of video connector or the system and possibly due to scraping of electrical contacts in the video connector. Olympus will continue to monitor the field performance of this device.

Event description:
According to the reporter, the event occurred during connection prior to a laparoscopic colectomy procedure. There was no delay while the patient was under general anesthesia. The procedure was completed with a similar device. There were no additional details regarding the patient or event reported.